Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer's allegation,the user of the accu-chek insight flex infusion set detected that the headset was leaking and the adhesive plaster got wet. The customer experienced an elevated blood glucose level.